Event description:
It was reported that a device was received in backup vvi operation. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. After downloading the product code, normal function ensued.